Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-130mg/dl fasting. Verified the strips expire 1/15/2016. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer performed a blood test 174mg/dl fasting. Reviewed meter memory 165mg/dl (B)(6) 2015 07:45:00 am fasting:yes, 107mg/dl (B)(6) 2015 07:57:00 am fasting:yes, 133mg/dl (B)(6) 2015 06:16:00 am fasting:yes, 117mg/dl (B)(6) 2015 06:26:00 am fasting:yes, 138mg/dl (B)(6)2015 06:34:00 am fasting:yes. Customer became concerned when her truetrack displayed a 191mg/dl and compared it to a 96mg/dl displayed by another meter. No adverse event reported.

Manufacturer narrative:
(B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 100-130mg/dl fasting. Verified the strips expire 1/15/2016. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. Customer performed a blood test 174mg/dl fasting. Reviewed meter memory: 1:165mg/dl (B)(6) 2015 07:45:00 am fasting:yes. 2:107mg/dl (B)(6) 2015 07:57:00 am fasting:yes. 3:133mg/dl (B)(6) 2015 06:16:00 am fasting:yes. 4:117mg/dl (B)(6) 2015 06:26:00 am fasting:yes. 5:138mg/dl (B)(6) 2015 06:34:00 am fasting:yes. Customer became concerned when her truetrack displayed a 191mg/dl and compared it to a 96mg/dl displayed by another meter. No adverse event reported.